Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with the administration of dianeal pd4 ambuflex (dianeal pd4 solution sys ii with 1.5% glucose) and dianeal pd4 freeline solo with 1.5% glucose therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was subsequently admitted to a hospital on that day. Dianeal pd4 ambuflex and dianeal pd4 freeline solo with 1.5 glucose were temporarily withdrawn. The cause of the peritonitis was unknown at the time of reporting. Remedial treatment and outcome of the peritonitis were not reported. A causality assessment was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.